Event description:
As reported: "the universal rod and the t-pin can no longer be connected."

Manufacturer narrative:
The reported event could not be confirmed during the reported event. The device has been released in april 2002, more than 23 years before the reported incident and there is no similar complaint registered for the same lot. This gives solid evidence that the device has been manufactured according to specification. Therefore, no product history review was deemed necessary. The identification of the returned universal rod could be confirmed based on the catalog and the lot number marked. The device exhibits multiple signs of wear. This level of wear is expected, given the device is 23 years old. Overall, the device is in excellent condition. The returned strike plate and universal rod were tested. The devices could be easily assembled, without any issue being observed. Therefore, it could be confirmed that despite the light wear observed, both devices are fully functional. A review of the labeling did not indicate any abnormalities. If more information is provided, the case will be reassessed.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported: "the universal rod and the t-pin can no longer be connected."